Event description:
The wire examined was not fully seated within the hoop. While the wire was still within the hoop, coating could be seen separating from the wire. The distance from the proximal weld to the first section of missing/partial coating was 20 mm. The distance from the coating start at proximal end of the wire to the first section of partial/missing coating was less than 1 mm. The longest uncoated region was 170 mm (small pieces of coating were still present, but not significant). Almost the entire length of the wire has missing coating.

Event description:
An archer guidewire was used as an accessory product in a patient during the endovascular treatment of a greater than 5 cm abdominal aortic aneurysm approximately three weeks ago. A 7fr introducer sheath was used. It was reported that the green outer coating of the archer wire came off during the procedure. The coating coming off was noticed when the delivery system was pulled back after the stent graft was implanted. The physician could see under x-ray that parts of the coating remain in the patient. The patient is fine. The wire was discarded. No further information was provided.

Manufacturer narrative:
(B)(4). Results: lack of information (cause of event is unknown). Conclusion: lack of information (cause of event is unknown).